Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Furthermore, the evaluation of the submitted log files confirmed a driveline disconnect event and transient low flow alarms; however it was reported that the patient intentionally disconnected their driveline and the low flow events were related to left ventricle (lv) recovery. A direct correlation between (B)(6) and the reported suicidal ideation and chest pain could not be conclusively determined through this investigation. The submitted controller event log files captured a driveline disconnect event on (B)(6) 2021 at 20:54:04, causing the pump to stop. This event was associated with driveline disconnect, lvad off, and low flow alarms. Both power cables were later disconnected, and the controller was shutdown at 21:43:13, consistent with the report of a controller exchange after the patient had intentionally disconnected the modular cable. In addition, the log files captured transient low flow alarms on (B)(6) 2021 and (B)(6) 2021. Excluding the pump stop caused by the driveline disconnection, the system appeared to operate as intended at the set speed for the duration of the files. (B)(6) was returned assembled with the pump cable cut approximately 6.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was returned detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 "introduction" lists psychiatric episodes as adverse events that may be associated with the use of the hm3 lvas. This section provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On 17aug2021 it was reported that the patient switched to another system controller at 10:46 pm and had suicidal ideation. Log file analysis revealed a low power advisory at 5:21 pm due to depleted batteries in-use / normal battery depletion. The log files also displayed low flow / driveline disconnect / lvad (left ventricular assist device) off events at 8:54 pm where the driveline was disconnected from the system controller. The patient intentionally disconnected the modular cable on the driveline, which caused the complete loss of power to the pump. The modular cable was reconnected and pump power was restored some time between 21:40 and 21:50 eastern time (before 10:46 pm) to the patient's backup controller. The patient did not call to notify of the alarm till 21:40, over 40 minutes after origin of the alarm, however impression was that the alarm had just begun. The event log showed several intermittent low flows where the low flow estimator dropped below 2.5 liters/minute and the pump was seeing a reduction in blood volume. The low flows were related to left ventricle recovery. On (B)(6) 2021 the patient presented to the emergency room with chest pain. The patient had driveline disconnect alarms which were on active hazard for an hour. The patient's modular cable had been unlocked and disconnected, when assessed it "felt brand new; there was no way it just fell out." The patient was admitted to implanting hospital for explantation of hm3 (heartmate 3) due to unsafe behaviors with device and significant left ventricle recovery. The device was explanted with no complications on (B)(6) 2021.